Event description:
Caller reported normal readings when glucose level was low. Caller was treated at the hospital after losing consciousness. Actual reading levels were not provided. Caller indicated testing results from finger were higher than caller felt.